Manufacturer narrative:
Method: actual device involved in the incident was evaluated. Other: thought still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that the therapist was allowed to treat without the planned wedge. The following was reported: the plan mediastinum included 3 field, planned with a hardwedge. Treatment loaded the plan without an error, both plans treated normally. They closed the patient and there was an error, "no print screen available." They called the physicist and they see in the details, there is a problem with the wedges. The plan was delivered as intended for a wedge in place, but the wedge was not in place so more radiation was delivered than intended. No patient treatment info was provided.